Event description:
Reporter indicated that patient's chest incision became swollen with clear yellow drainage. Treating neurologist prescribed antibiotics and referred the patient for surgical consult. Both the generator and lead (including electrodes) were explanted. The patient was reimplanted with a new lead at the time that the original lead was explanted due to the patient's history of developing scar tissue. Explanting surgeon felt that he should implant the new lead immediately because he believed that he may not have the optimal condition if he waited. A replacement generator will be implanted at a later date after the infection clears. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.